Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The hcp had no clear details on what the issue was with the pump, and they were interpreting a note that was written to them. The patient had an emergency MRI, but they did not know what for. They were checking on an abscess and hematoma. They mentioned that the pump was malfunctioning. Additional information was requested to determine what medication the pump contained at the time of the event, what the pump issue was, what troubleshooting, actions, and interventions were performed, and if the pump issue, abscess, and hematoma resolved.